Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was not turning on. A technical support specialist determined the usb ports were configured to turn off the device to save power under device manager. The technical support specialist determined the function was disabled to prevent the usb ports from putting the device to sleep. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not turning on at all. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.